Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary had drawer failure and black screen. The customer reported that there was a delay to the patient's workflow and users were able to retrieve medications from all other drawers. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height qb drawer 3.1 in the seven-drawer auxiliary cabinet had prevented the system from booting up due to zero resistance on test points. A field service engineer replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.